Event description:
Defective jamshidi bone marrow biopsy/aspiration needle would not draw as vacuum could not be established. This caused the patient significant pain in several unsuccessful attempts to aspirate. New kit opened and jamshidi worked normally. A tiny leak was demonstrated at the hub of the defective jamshidi. FDA safety report ID # (B)(4).